Event description:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("mild menstrual pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis") and menorrhagia ("a bit heavy menstruation"). The patient was treated with surgery (hysterectomy and fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, adenomyosis and menorrhagia outcome was unknown. The reporter provided no causality assessment for adenomyosis, dysmenorrhoea and menorrhagia with essure. Diagnostic results (normal ranges are provided in parenthesis if available):body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term:dysmenorrhoea - the analysis in the global safety database revealed 290 cases.bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt.incident:no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("mild menstrual pain") in a 37-year-old female patient who had essure (batch no. D60143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient has no other concomitant diseases. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 1 year 1 month after insertion of essure, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("a bit heavy menstruation"). The patient was treated with surgery (hysterectomy and fallopian tubes removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, adenomyosis and menorrhagia outcome was unknown. The reporter provided no causality assessment for adenomyosis, dysmenorrhoea and menorrhagia with essure. The reporter commented: essure insertion dates were (B)(6) 2016 and (B)(6) 2016. Removal was on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Ultrasound scan - on (B)(6) 2018: adenomyosis was found in uterus. He011e9 is not a valid essure batch number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("mild menstrual pain") in a 37-year-old female patient who had essure (batch no. He011e9, d60143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient has no other concomitant diseases. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 1 year 1 month after insertion of essure, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("a bit heavy menstruation"). The patient was treated with surgery (hysterectomy and fallopian tubes removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, adenomyosis and menorrhagia outcome was unknown. The reporter provided no causality assessment for adenomyosis, dysmenorrhoea and menorrhagia with essure. The reporter commented: essure insertion dates were (B)(6) 2016 and (B)(6) 2016. Removal was on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Ultrasound scan - on (B)(6) 2018: adenomyosis was found in uterus . The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: dysmenorrhoea ¿ analysis in the global safety database revealed 309 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 10-jul-2018: added patient's age, concomitant disease information, relevant laboratory data, essure's indication and lot number. Onset date for event "adenomyosis" was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.